Event description:
It was reported that the right atrial (ra) lead exhibited rising pacing thresholds and atrial oversensing, possibly far field. This right ventricular (rv) lead also exhibited rising pacing thresholds. Both leads were prophylactically capped and replaced during a device change out procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: addr01p implantable pulse generator (ipg), implanted: (B)(6) 2007; 4968-35 implantable pacing lead, implanted: (B)(6) 2007.